Manufacturer narrative:
The product was installed at the user site (B)(6) 2015. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record was reviewed with no issues found. A candela field service engineer inspected the unit involved in the event and found the system to be operating within specification. It was noted that an excessive number of pulses were used on the area during treatment. Candela was provided photos of the injured area, which were reviewed by candela's clinical department. They concluded that the number of pulses necessary for treatment of this area was excessive, which would suggest that there may have been overlapping greater than what is normally recommended and a resultant excess deposition of energy, which may have been a contributing factor to the injury.

Event description:
A site in (B)(6) reported that a patient received laser hair removal treatment on the chin area, which resulted in burns on the treated area.